Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 3mm 6cm saber percutaneous transluminal angioplasty (pta) balloon cracked. The crack was found in the balloon body during extracorporeal perfusion. The procedure was completed by switching to a non-cordis balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any sterile packaging components. No kinks or damages were noted prior to inserting the product. The device prep maintained negative pressure. The device will be returned for evaluation.

Event description:
As reported, the 3mm 6cm saber percutaneous transluminal angioplasty (pta) balloon cracked. The crack was found in the balloon body during extracorporeal perfusion. The procedure was completed by switching to a non-cordis balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any sterile packaging components. No kinks or damages were noted prior to inserting the product. The device prep maintained negative pressure. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 3mm 6cm saber percutaneous transluminal angioplasty (pta) balloon cracked. The crack was found in the balloon body during extracorporeal perfusion. The procedure was completed by switching to a non-cordis balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any sterile packaging components. No kinks or damages were noted prior to inserting the product. The device prep maintained negative pressure. The device was returned for analysis. A non-sterile ¿saber 3mm6cm 150¿ device was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection revealed no damages, cracks, or anomalies. The balloon arrived deflated, and no other outstanding details were observed. A functional test was performed accordingly. An inflator/deflator device was attached to the inflation port, positive pressure was applied to reach the rated burst pressure. The balloon inflated as expected, and the pressure remained steady. No inflation difficulties were observed. The reported ¿pta/system cracked¿ was not confirmed during analysis of the returned device. The exact cause cannot be determined. The device was thoroughly inspected and no anomalies we observed on any components of the balloon catheter. Functional analysis was preformed successfully with inflation and deflation of the balloon as expected. Therefore, based on the information available for review it is difficult to draw a clinical conclusion between the device and the reported event as no anomalies were observed on the product received for analysis. According to the warnings in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 3mm 6cm saber percutaneous transluminal angioplasty (pta) balloon cracked. The crack was found in the balloon body during extracorporeal perfusion. The procedure was completed by switching to a non-cordis balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any sterile packaging components. No kinks or damages were noted prior to inserting the product. The device prep maintained negative pressure. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.